Event description:
As reported from the (B)(4) study, a patient experienced accelerating angina and underwent revascularization approximately eighteen months post index procedure. The patient was enrolled in the (B)(4) study with a 70%, de novo, type a lesion in the mid right coronary artery. The lesion was 15mm in length and the vessel was 3.5mm in diameter. A 3.5 x 18mm cypher stent was implanted at 14atm. There were no device delivery issues. Approximately eighteen months after index procedure, the patient experienced accelerating angina and underwent revascularization. At the time of 18-month follow-up visit approximately eighteen months after the index procedure, the patient had accelerating angina and underwent revascularization of an unknown vessel. The outcome of the event was resolved without sequelae. No additional information was received from the site despite multiple requests. The event was deemed to be unrelated to the index stent and procedure as per the pi.

Manufacturer narrative:
Complaint conclusion: the information received indicated that the patient experienced accelerating angina and underwent revascularization approximately eighteen months after index. This is a (B)(6) male with medical history including angina, recent pci (B)(6) 2006, recent CABG (B)(6) 1994, family history of coronary artery disease, hyperlipidemia, hypertension, myocardial infarction, congestive heart failure, diabetes mellitus type ii with retinopathy, neuropathy, or nephropathy, allergic to mobic, allergic to morphine, allergic to penicillin, allergic to stadol. The patient was enrolled in the (B)(4) study with a 70%, de novo, type a lesion in the mid right coronary artery. The lesion was 15 mm in length and the vessel was 3.5 mm in diameter. A 3.5 x 18 mm cypher stent was implanted at 14 atm. Additional information received indicated that the patient experienced accelerating angina and underwent revascularization approximately eighteen months after index. At the time of 18-month follow-up visit approximately eighteen months after the index procedure, the patient had accelerating angina and underwent revascularization of an unknown vessel. The outcome of the event was resolved without sequelae. No additional information was received from the site despite multiple requests. The event was deemed to be unrelated to the index stent and procedure as per the pi. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15185381 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes.

Manufacturer narrative:
Concomitant medications included ace inhibitors, bivalirudin, calcium channel blockers, celexa, cilostazol, plavix, colchicine, digoxin, diovan, hmg coa reductase inhibitors, imdur, insulin, lasix, and norvasc. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Correction: additional information received indicated that repeat angiography performed on (B)(6) 2012 revealed a patent stent in the mid portion of the rca with a 40% in-stent stenosis as noted in the catheterization report. No treatment was noted to the target-vessel rca. Two drug-eluting stents were placed in the non-target vessels svg to the om and angioplasty and stenting were performed in the vein graft to the diagonal. The file has been updated with the removal of previously reported code for reocclusion since there is evidence of patent study stent and no treatment was given to the target lesion.